Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm during basal delivery in the morning. The customer cleared the alarm and insulin delivery was resumed. The customer's blood glucose level was not impacted. Reportedly, the customer often goes to bed early and does not interact with the pump for some time.